Event description:
Hospital advised that a 600 cc container of tpn was set up to infuse at a rate of 25cc/hr. At 6:00 p.m. At 2:00 p.m. The following day the container was empty. There was no consequence to the pt.